Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions on how to proceed if the malfunction recurred. The caller understood and acknowledged the guidance provided, and was able to continue using the pump without further issues.